Manufacturer narrative:
The product was returned for evaluation. The lot number was not provided, therefore a device history record review could not be performed. The fixed jaw is broken. The fragment was not returned. The jaw thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. The most probable cause of this rupture is the recurrence of impacts on the instrument during its use or its reprocessing, which weakened the jaw and progressively led to the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that on (B)(6) 2019, a cev642h dissector insert bipolar 310mm forceps, the jaw broke in the patient¿s abdominal cavity without the device being used yet. The broken jaw was removed with another device and retrieved. The broken part was not kept. Additional information on (B)(6) 2019 stated there was an increase of the surgery time of 5 to 10 minutes. Bleeding was ¿low¿ for this surgery. There was no patient injury reported.